Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented in the emergency room exhibiting ventricular tachycardia. Pulse generator interrogation found the device to be operating in backup vvi mode. A software download successfully restored the device.